Event description:
The customer reported an unexpected shutdown while the device was in use. It was reported that the involved pt died, but the customer stated that the device was not a factor.

Manufacturer narrative:
The customer reported an unexpected shutdown while the device was in use. It was reported that the involved pt died, but the customer stated that the device was not a factor. A follow-up report will be submitted after philips obtains more info about this event.